Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited a shock impedance value of greater than 145 ohms. In addition, the device recorded a code 1005 indicative of an open circuit condition detected during shock delivery. Technical services (ts) discussed a possible lead fracture. The lead remains in service at this time, however lead replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Our records indicate this lead will not be returned as it is in the possession of the explanting hospital. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited a shock impedance value of greater than 145 ohms. In addition, the device recorded a code 1005 indicative of an open circuit condition detected during shock delivery. Technical services (ts) discussed a possible lead fracture. The lead remains in service at this time, however lead replacement was recommended. No adverse patient effects were reported. Additional information received reported that this implantable defibrillation lead was explanted, and a new lead was successfully implanted and connected to the device. No additional adverse patient effects were reported.